Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited a no sensing and no capture issue. The physician attempted to reposition the lead but the problem was not resolved. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.